Manufacturer narrative:
B4; g1, 3, 6; h2, 3, 6. H3: ge healthcareâs investigation has been completed. The acoustic performance test was performed on the system and concluded that the testing meets the iec 60601-2-33 requirements and the osha levels are within the specification for this system configuration. The incident appears to be the result of human medical condition(s). The patient was provided proper hearing protection during the scan. Human conditions may cause sensitivity to acoustic levels that occur during normal clinical scanning. No system issue was found. No corrections are required as the system was operating within specification.

Event description:
It was reported that a patient, who was provided hearing protection, underwent an MRI of the cervical spine using the hnu coil.

Manufacturer narrative:
D4 unique identifier: (B)(4). D: there are no additional device identification numbers.h3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient, who was provided a pair of small headphones, underwent an MRI of the cervical spine using the hnu coil. After the exam, the patient notified the customer that they had ringing in their ears. The patient was advised to see an ent. An ent examined the patient and confirmed tinnitus. The physician stated that the tinnitus should resolve on its own in a month. After nearly 30 days, the patient still has persistent tinnitus which has not resolved or improved.